Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. The analyst indicated that atrial pace impedance was consistently low at approximately 115 ohms. (B)(4).

Event description:
It was reported that the lead has had decreasing and low impedance levels that triggered the atrial lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event. (B)(6) 2015, 08:40:00, lyddoe1: it was further reported an additional atrial lead impedance warning was triggered. Environmental stress cracking or insulation wear was suspected. Approximately four months later during a routine device change out, the right atrial (ra) lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead has had decreasing and low impedance levels that triggered the atrial lead impedance warning. The lead remains in use. No patient complications have been reported as a result of this event.